Manufacturer narrative:
(B)(4). The generator was returned to an international covidien service center for evaluation. The unit was fully tested and nothing was found that would have caused or contributed to the reported event. The unit functioned normally and within specifications. A review of the unit's device history record found that rework performed previously on this unit is unrelated to this evaluation.

Event description:
The customer reported that a pt was burned while the generator was in use with a non-covidien electrosurgical pencil and a non-covidien return electrode. Additional information was requested regarding this incident and the severity and treatment of the pt burn, but the customer would not release any further information.